Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cadd solis hpca pump displayed an occlusion alarm without any blockage in the device. The event occurred during priming. This alarm is a high priority which will interrupt the infusion if displayed during use. There was no patient involvement.

Manufacturer narrative:
H6: codes updated. The suspected device was returned for evaluation. The review of event log performed and found a "high pressure" alarm was recorded. A review of the available service history identified no previous related repairs within the last 12 months. Functional test performed. The device passed all functional tests with no problem after the repair was completed. The customer complaint was not confirmed. The root cause of the event was unable to be identified because the test results (the measured values) lied within the product specifications.